Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead sensing and impedances had been trending downward for several years, and the impedances had reached low levels. During testing of the atrial lead during a routine device changeout, the unipolar impedance measured higher than the bipolar impedance. The atrial lead polarity was changed to unipolar, and the lead remains in use. No patient complications have been reported as a result of this event.